Event description:
Loss of v output. Obvious pauses and no pacing pulses. Oversensing issue since when magnet taped over device, problem doesn't occur. Later, pt came to ER, had arrested. He had intermittent pacing with long pauses. Found to be lead problem since loss of capture occassionally, even at max output.